Event description:
Prior to using the centrica device to perform a biopsy, the sales rep observed that the device would not retract when the foot pedal was depressed and could not be manually retracted. The device was not used in the patient and the pre-test was not conducted. A second device from another manufacturer was used to complete the case. No patient injury was reported, as this device was not used on a patient. When the device was returned for failure analysis, the engineers observed a bubble escape from the cutter.